Event description:
It was reported that during elective device replacement, bad electrical parameters on the lead was observed. The lead was capped and replaced. No adverse consequences for the patient.

Manufacturer narrative:
(B)(4).